Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Legal counsel further reported a revision procedure occurred on (B)(6) 2011 due to patient allegations of pain, metal poisoning, inflammation, dysfunction, loss of range of motion, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to pain and effusion. Revision op report notes the presence of a hole in the hip capsule with dark, dirty looking fluid; thick, brownish looking debris; and thickened capsule. The modular head was removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Legal counsel further reported a revision procedure occurred on (B)(6) 2011 due to patient allegations of pain, metal poisoning, inflammation, dysfunction, loss of range of motion, metallosis, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.